Event description:
Three bankart tacks were inserted to pt in 2005. Post surger pt had pain for 2-3 months. MRI was done and it showed that two of three tacks floated out into the joint. Pt had secondary surgery in 2005.